Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left upper arm clotted fistula via the upper arm cephalic vein approach, the system allegedly clutched out and made a loud noise while began to work. It was further reported that when the catheter was removed and flushed, a fibrous piece of tissue was allegedly found to be adhered to the tip of the catheter. Furthermore, the catheter was passed again for a few times through the fistula, and it was found that the upper arm cephalic vein was allegedly torn. Reportedly, a covered stent graft was placed to seal the tear and cover the leak in the vein. The patient¿s access was saved and was reported to be stable now.